Event description:
When md was doing an injection to the carotid artery the tuohy-borst connected to the suttle sheath broke. The stent had been deployed in the internal carotid artery, but air bubbles were advanced in the external carotid artery. Patient experienced minimal vision blurriness, which resolved in minutes, and numbness in the face, which also resolved within minutes. Diagnosis or reason for use: carotid stenosis.